Event description:
Surgeon reported that the equipment was not responding. He said the indicator light appeared to be working correctly but it would not respond. Unit was replaced with another similar one and surgery proceeded after short delay.

Event description:
Surgeon reported that the equipment was not responding. He said the indicator light appeared to be working correctly but it would not respond. Unit was replaced with another similar one and surgery proceeded after short delay.